Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported during a therapeutic esophagogastroduodenoscopy (egd) procedure, the video system center lost video display during argon plasma coagulation (apc) activation. During active apc delivery, the procedure monitor screen blacked out, preventing the physician from visualizing the treatment area. This directly impacts the physician's ability to safely and effectively perform apc therapy. The event was reported to prolong the procedure by less than 30 minutes. There were no reports of patient harm.